Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv), lead placement difficulty was encountered and unstable capture, unstable thresholds and rising thresholds were observed. The rv lead was left in the patient while he implanted a replacement rv lead in a more stable position, and then the original rv lead was explanted. No patient complications have been reported as a result of this event.